Manufacturer narrative:
On (B)(6) 2019, according to the reported information, the patient experienced a deflation in the breast implant due a heart surgery. The analysis results showed two (2) ( a and b) tears in the posterior aspect measuring approximately 0.9 cm (a) and 0.7 cm (b). Microscopic examination of the edges of both tears revealed parallel striations. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. No further investigation will be conducted on this complaint due the root cause of the failure was the hear surgery performed on the patient. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant caused by heart surgery. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 375cc on (B)(6) 2019.